Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the cause of the catheter kinking was not determined. No csf (cerebrospinal fluid) could be aspirated. The pump battery was replaced because it was 5 years old. The patient weighed approximately 149 pounds at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2011 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that in 2011 they had issues with the pump catheter kinking. The patient would go through withdrawals and then get a ¿burst of the medication¿. The patient stated they were getting overdosed and was out of it for almost three weeks. The patient¿s family stated that the patient was taking too much of the patient¿s oral medications. Per the patient it wasn¿t her taking too much oral medication it was due to the catheter kinking issue. The patient stayed in the hospital for a month. The healthcare care provider made the decision to replace everything even though it was a ¿catheter issue¿ on (B)(6) 2011. No further patient complications have been reported as a result of this event.